Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with malfunction of, "pusher block is bent and when you try to squeeze it, it doesn't come back where it should" was confirmed during device evaluation. The cause of the condition is a bent pusher block. The pusher block was replaced to resolve the condition.

Event description:
The facility reported an infuso.r. Pump with "pusher block is bent and when you try to squeeze it, it doesn't come back where it should." This event was reported as an "operator error" in the "anesthesia" department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.